Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg became inoperable several months ago due to the patients' failure to recharge the system.. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Effective stimulation was restored postoperatively, hence resolving the issue .

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.